Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received a shock. The patient presented to clinic and upon interrogation the device was found to be in safety mode. Three codes indicating the device had tried to reset were observed. The device was explanted and replaced with another manufacturer's device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this crt-d was thoroughly inspected and analyzed. Visual inspection of the device confirmed the header was slightly loose. No damage to the feed through wires was observed. Interrogation verified the device was in safety core. Review of device memory found the device entered safety core as a result of three attempts to self-correct a memory error. The error was found to have occurred within the device's random access memory (ram). The device was removed from safety core status by correcting the memory error and a comprehensive series of automated diagnostic tests were conducted to verify the performance of device memory, pacing, defibrillation and recording functions. The device performed as expected for each test. Attempts to determine the root cause of the memory error were unsuccessful.

Event description:
It was later reported that during the explant procedure the header of the device was manipulated and a loss of pacing was observed. No adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated when analysis is complete.